Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed to shock during patient use. There was no reported patient impact. Another device was used to treat the patient.